Manufacturer narrative:
The customer was sent 30mm personal fit flex breast shields, 36mm personal fit breast shields, and her original breast shields were requested to be returned for testing/evaluation. The customer was contacted by a complaint handler on multiple occasions, including in writing, to get additional information, with no response as of the date of this report. Medela is filing this report, which is considered a serious injury as it required medical attention (medication was prescribed). The instructions for use provides instructions for breast shield sizing, including reference to medelabreastshields.com and referral to a lactation consultant for assistance in choosing the correct size breast shield.

Event description:
On (B)(6) 2020, the customer alleged to medela llc that the 27mm personal fit breast shields she was using with her pump in style breast pump were too small for her and causing nipple erosion. She additionally alleged that she had seen a doctor who advised that she needed larger sized breast shields and prescribed an ointment to treat her nipples.

Manufacturer narrative:
The 27mm personal fit breast shields were returned and evaluated on (B)(6) 2020 and passed visual inspection.